Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion and no openings were found in the device. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Explant is in the future. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported capsular contracture grade iii and possible rupture. Device remains implanted.